Event description:
The patient reported that the dentist implanted the product to an area on the mandible where teeth were missing. In (B)(6) 2011 he had signs of an adverse reaction. The patient went to the doctor and had a full mouth x ray and cat scan. The patient's lymph nodes were swollen . He was instructed to take prescription benadryl every day before bedtime. The laboratory results showed high levels of iodine and the patients doctor referred the patient to a oral surgeon. Integra has requested additional clinical information, including confirmation of the correct product catalogue number.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.